Manufacturer narrative:
Pump received with broken off end cap and cracked reservoir tube lip. Unable to perform displacement test due to broken off end cap. (End cap missing) (B)(4).

Event description:
Information received by medtronic indicated that the bottom side of insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.